Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was surgery delayed due to the reported event? Yes, -action taken when event occurred? Change new lot, -was procedure successfully completed? Yes, -were fragments generated? No, -if yes, were they removed easily without additional intervention? Unknown, -patient status/ outcome / consequences: no, -patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the customer found a broken between swage and suture while undergoing surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6 component code should be insufficient information g07003 and not g07002.